Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the color malfunction ¿green/purple image¿ was attributed to a defect in the cable unit. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid videoscope's screen was green. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that screen was green due to defective video tube. Should additional relevant information become available, a supplemental report will be submitted.